Event description:
An endeavor sprint rx drug-eluting coronary stent system, 2.5mm diameter, 24mm length, was used to treat a patient. Prior to device implant, a new staff member at the hospital passed the non sterile pouch containing the device into the sterile field. The stent was successfully implanted. The patient was seen by an infectious disease doctor and placed on antibiotics. No clinical sequelae have been reported. The endeavor sprint IFU clearly states that only the contents of the inner pouch should be considered sterile. The outer surface of the inner pouch is not sterile. A warning is also printed on the outer surface of the foil pouch. The root cause of this event is deemed to be user error. A medtronic representative has provided additional training to the account.

Manufacturer narrative:
Evaluation codes, results: IFU states that the outer surface of the inner pouch has a non-sterile exterior but contents that are sterile. Incorrect transfer of device to doctor. Conclusions: IFU states that the outer surface of the inner pouch has a non-sterile exterior but contents that are sterile).